Manufacturer narrative:
The device was received fully deployed. No issues were observed with the needle mechanism that would cause the device to deploy early. No alarms were generated, and the device completed first and second prime in an expected number of pulses. Although no damages were observed, the cause of the event reported could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.